Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was experiencing myopotential noise on right atrial (ra) lead and right ventricular (rv) lead shock channels, as well as noise in the pocket. Inappropriate atrial tachy response (atr) was recorded. Technical services (ts) was consulted and recommended reprogramming options. This crt-d system remains in service. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref report: mw5147155.